Manufacturer narrative:
There were no reported problems with the phoenix machine associated with this event. The machine has been in use with no problems since the event. Gambro dasco requested the phoenix machine to be inspected by a gambro technician but the customer did not want to pull it for service.

Event description:
While hospitalized, a patient experienced two reactions while being treated with revaclear max dialyzers, consistent with type a dialyzer reactions (severe) within minutes of initiating a dialysis treatment. The dialyzer was changed to a baxter cahp 210 reuse dialyzer for the next two treatments and the patient tolerated the treatments with no further problems. During the next dialysis session, the patient was inadvertently placed at the wrong station where a revaclear max dialyzer was set up. Approximately 5 minutes into the dialysis treatment the patient coded. The blood from the extracorporeal circuit was not returned to the patient and treatment ended. The patient was successfully resuscitated. This was the third dialyzer reaction during this hospitalization. (Reference MDR MFR 9616240-2013-0002 and reference MDR MFR 9616240-2013-0003).